Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and found to be intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint case (B)(4). Additional information: sientra received additional information from the hcp ( health care provider) in regards to this case. The timeline for this device is as follows: (B)(6) 2021 -- original surgery date .(B)(6) 2021 -- had a revision surgery due to capsular contracture 3, but kept the same implants in. (B)(6) 2022 -- patient was diagnosed with capsular contracture 3 on left breast. (B)(6) 2022 -- surgery to finally remove original implants from (B)(6) 2021 surgery to correct the capsular contracture 3. Sientra was never made aware of the initial capsular contracture 3 in 2021 and is only aware of the newest capsular contracture 3, left side for the event date of (B)(6) 2022. Sientra's databases searched and with no results. For the 2021 adverse event. This is to make FDA aware of the course of investigation of this device and is against the instructions of use as it was re-implanted on (B)(6) 2021 and then officially explanted ( sientra aware ) on (B)(6) 2022.